Event description:
It was reported, "doctor determined by pelvic x-ray that there was something wrong with pt's right hip. (X-ray was done in conjunction with an upcoming surgery for a left hip replacement.) Pt complained of pain and discomfort on right side. Doctor suspected problem with the femoral head, but when pt was opened up for surgery, there was what appeared like black debris in the area. When head was removed, it was found that the trunnion of the accolade stem had worn out by what appeared to be 50% wear."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.